Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension vista 500 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result recovered higher than the erroneous result. The repeat result was reported to the physician(s) as the correct result. The customer indicated that they observed discrepant results for a couple of days; however, they only provided sample data from (B)(6) 2024 to siemens. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension vista 500 instrument. Quality control (qc) was acceptable at the time of sample processing. Siemens remotely assisted the customer and flushed integrated multisensor technology (imt) vent and sample ports with bleach and water, primed imt fluids, reinstalled imt sensor, performed imt probe auto alignment, successfully ran check 1, and reset the instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed a power flush on the imt module, replaced peristaltic tubing, cleaned and aligned imt probe, primed all fluids, performed auto check on imt, and ran imt mix test and qc, which recovered acceptably. Then, the cse ran patient specimens and observed no issues with the results. The cause of the erroneous na result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.